Manufacturer narrative:
Root cause: according to the surgeon, the root cause of the reported issue of difficulty delivering the lens was due to the small incision size.

Event description:
The physician reports that during cataract surgery, he was dissatisfied with the way the crystalens leading haptic was delivered from the crystalsert lens injector system. The surgeon reports making the initial incision size small. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully and pt's prognosis is very good. Reference MDR #2031924-2010-00113.